Event description:
This iddm pt had a fractured right tibia on 5/9/96 with an orif done. She returned to the dr late in sept complaining of increasing pain and trouble walking. Her x-rays revealed that the hardware in her leg had fractured and that the bone was not healing. She was taken back to surgery on 10/11/96 for the removal of the plate and then repair of the fracture with a bone graft.